Event description:
The head section of the bed fell and the user hit his head on the headboard.

Manufacturer narrative:
This device had not been returned for evaluation. Sunrise anticipates the bed will be returned for evaluation.